Event description:
It was reported that the insert was loose when placed into the tibial baseplate. The surgoen cemented the insert into place. This extended surgery greater than 30 minutes.

Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The inserts were dimensionally inspected and found to be within specification. It was found the surgeon was not familiar with the inserts expanding with body temperature and tightening the fit.